Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The stenosed target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 2.0 x 12 mm balloon and then a 2.50 x 16 mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the proximal end. Struts on the most distal row were lifted upwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).